Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the time was off on the device. A technical support specialist dialed into the station and updated the ntp server from 10.0.0.250 to 10.254.254.27 and turned on windows time service and set from manual to automatic. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es time was off on the medstation. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.